Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device presents a bad cut and does not coagulate correctly, with bleeding occurring in the patient. They decided to change to a like device and it worked fine. There was no patient injury.